Event description:
According to the reporter, during a procedure, the handpiece had no seal. There was no regrasp alert and an end tone was heard. There was no evidence of energy delivery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.